Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod¿s user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It also advises ¿the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
The patient reported that her blood glucose reached 479 mg/dl with ketones present. The pod was worn for 48 hours. She was experiencing ketoacidosis so she consulted the hospital. Her high bg levels was treated with novorapid. She did not provide any further information regarding the hospital visit.

Manufacturer narrative:
During a follow up call the customer reported that she went to the clinic around the corner from her house and that she stayed there for only 10 minutes and went back home. No treatment was provided. The returned product was evaluated and the investigation found debris on the hook switch cup. This failure would have caused the rotational sensor to stop transitioning and would result in the failure to deliver insulin.